Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The patient cause of death and/or details leading up to death was due to patient complications of systolic heart failure. It was confirmed that the death was considered to be not device related and deemed that the device operated as expected. The pump was not explanted and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. Heartmate 3 lvas, will not be returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.